Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician attempted to preform a novasure endometrial ablation on (B)(6) 2018. The physician inserted the disposable device and perforated the patient's uterus when opening the electrode array. There was no other patient injury. It is unknown if intervention was required and the patient was discharged home.